Event description:
It was reported that the dark blue female connector was separated from the light blue main body of a minicap transfer set this occurred during use of the device for peritoneal dialysis therapy, when removing the "plug" (cap). The transfer set was replaced. There was no report of patient injury; however, prophylactic antibiotic was administered. No additional information was available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of (B)(6) 2023. E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.